Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. With the limited information provided the report of dvt could not be confirmed or further clarified, nor a relationship between the event and the device established. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: dvt. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The medical history at the time of the index procedure is notable for patient status post exploratory laparoscopy with right colectomy/terminal ileal resection and debridement of wound in the right hepatic lobe. Per the implant records, the filter was indicated as the patient was reported to be status post gunshot wound to the neck and abdomen resulting in quadriplegia and was at risk for pulmonary embolism (pe) due to immobility, and inability to use anticoagulation due to gastrointestinal (gi) bleeding and having bilateral chest tubes to suction. Both groins were prepped and draped. Venous access was obtained to the right femoral vein. The patient underwent an inferior vena cavagram and filter placement without complications. According to the information received in the patient profile form (ppf), the patient reports deep vein thrombosis, becoming aware of this event approximately fourteen years and eight months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient reported becoming aware of dvt approximately fourteen years and eight months post implant. According to the medical records the patient was status post exploratory laparotomy with right colectomy/terminal ileal resection and debridement of a right hepatic lobe wound. The indication for the filter placement was prophylactically for high risk of pulmonary embolism due to a gunshot wound to the neck and abdomen resulting in quadriplegia and the inability to anticoagulate due to gastrointestinal (gi) bleeding and having bilateral chest tubes to suction. The filter was placed via the right femoral vein and the patient underwent an inferior vena cavagram and filter placement without complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. With the limited information provided the report of dvt could not be confirmed or further clarified, nor a relationship between the event and the device established. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the redacted-amended patient profile form (ppf), the patient additionally reports becoming aware of abdominal pain, shortness of breath and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt). The patient reported becoming aware of dvt approximately fourteen years and eight months post implant. According to the medical records the patient was status post exploratory laparotomy with right colectomy/terminal ileal resection and debridement of a right hepatic lobe wound. The indication for the filter placement was prophylactically for high risk of pulmonary embolism due to a gunshot wound to the neck and abdomen resulting in quadriplegia and the inability to anticoagulate due to gastrointestinal (gi) bleeding and having bilateral chest tubes to suction. The filter was placed via the right femoral vein and the patient underwent an inferior vena cavagram and filter placement without complications. The patient has subsequently reported experiencing abdominal pain, shortness of breath and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. With the limited information provided the report of dvt could not be confirmed or further clarified, nor a relationship between the event and the device established. Abdominal pain, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.